Manufacturer narrative:
(B)(4). Concomitant medical products: unknown bearing, catalog#: unk, lot #: unk. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. Reported event was unable to be confirmed due to insufficient information received from the customer. Device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause cannot be determined. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2018-01478, 0001822565-2018-05767. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address a loose left knee. A hinge post service kit and new articular surface were utilized in this revision procedure. Attempts have been made and no further information has been provided.